Event description:
It was reported during a balloon kyphoplasty procedure (bkp) at l5, a balloon was inserted into one side and inflated to 3cc when it ruptured. Lateral fluoroscopy imaging showed the balloon was lodged inside the vertebral body so the physician removed the cannula and the ibt (inflatable bone tamp) together to prevent the balloon from breaking off inside the patient. The balloon then ruptured, bursting in half, and the bottom half seemed to ¿bunch up at the bottom of the cannula" and remained lodged. The balloon was cut off at the shaft of the ibt and the remainder of the balloon was pulled out of the cannula successfully. No cement was used on that side of l5 after the incident but the rest of the procedure at l5 was completed successfully. No fragments were left in the patient.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.